Manufacturer narrative:
The device in question was received at walkmed infusion for investigation. The pump was subjected through an "air in line" test to determine if the pump would successfully detect air in the infusion line. The pump met the acceptance criteria and walkmed infusion ws unable to confirm the reported event. Walkmed infusion discovered the facility would use the air detection sensor as a mechanism to indicate the end of infusion. The facility would intentionally program the pump to deliver an amount greater than the amount of fluid in the medication bag. In this reported event, the facility was infusion venofer (an iron solution). The patient did not sustain any injury. A review of the manufacturing records did not reveal any nonconformities related to the reported event.

Event description:
The device failed to detect air in the infusion line, and an unknown amount of air was infused into a patient.